Manufacturer narrative:
The full identifier is case- (B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. All assay and system verifications met specifications at the time of the event. No hardware errors or flags were reported in conjunction with the event. One patient sample was sent to beckman coulter complaint handling unit (chu) for testing. The chu obtained non-reactive results for the sample using the beckman coulter sars-cov-2 igg assay, which aligned with the customer's testing results. The patient sample was also tested using the beckman coulter sars-cov-2 igm assay and non-reactive results were obtained. In conclusion, the cause of the discordant results for this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported that on (B)(6) 2020, non-reactive covid igg results (access sars-cov-2 igg, part number c58961 and lot number 971197) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for one patient. The customer reported that the patient had previously been tested and reactive igg results were generated on an abbott and a vidas platform (specific details regarding platforms not provided). The patient had also previously tested positive using a rapid antigenic test (specific test/ manufacturer information not provided) and had also tested positive using a molecular assay (specific molecular assay/ manufacturer information not provided). The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.